Event description:
It was reported that with the device air was leaking and could not be heated. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for evaluation. Functional testing confirmed the complaint. Although no air leaks were confirmed, we did confirm that the heater turned off during operation and entered a state of air blowing. The cause is a failure of the heater. The heater and hose were replaced to correct the issue, and the device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.